Event description:
It was reported that during a lobectomy procedure, the device was approached to the bronchus several times and fired. After the first firing, it was found that staples of the patent's side could not be deployed at all. Finally, another device was used to complete the case. No leak was found at the leak test. There were no adverse consequences to the patient. The doctor commented that it had no difficulty in the firing.

Manufacturer narrative:
Date sent: 05/05/2009. Information anticipated, but unavailable at this time.